Event description:
Follow-up was conducted and from the information that was obtained it was further reported that it was the left ventricular (lv) lead that had a product performance issue and needed the high output. It was also noted that lv lead dislodgement/movement was suspected. The lead still remains in use, along with the other leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). (B)(4).

Event description:
It was reported that the device had unexpected longevity despite the high outputs. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 419488 implantable pacing lead - implanted: 2006 (B)(6); 6948 implantable tachy lead - implanted: 2006 (B)(6); 4574 implantable pacing lead - implanted: 2006 (B)(6). (B)(4).